Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 318 mg/dl. Customer had high blood glucose levels and nausea. Customer tried several boluses and when she called her doctor, she was advised to go to the emergency room. Customer was given insulin at the hospital and was wearing the insulin pump at the time of the hospital visit. Customer changed her infusion set last night and thinks she may have forgotten to do the rewind prime steps. Customer does not have a tubing clamp available. Customer was advised to change the entire set, reservoir, and insulin. Customer was advised that she can put the pump back on. Customer called back and the pump passed the high pressure test. Customer's tubing looks like it goes in at an angle and does not come straight out. Customer completed a set change and their blood glucose level went down. Customer was advised to change their set. No further assistance needed.